Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushes jump down from the brush in the mouth, don't sit as stably as usual [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he purchased some oral-b flexisoft brushheads that worked like normal, but then the brushes suddenly jumped down from the brush in the mouth while used with an oral-b professional care rechargeable toothbrush. He also described that they did not sit as stably as usual. The consumer stated that he had used this toothbrush and brush head type for years. No symptoms developed.

Manufacturer narrative:
On 14-jul-2016 product investigation results: reporter returned twelve toothbrush heads on 23-may-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Brushes jump down from the brush in the mouth, don't sit as stably as usual [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that he purchased some oral-b flexisoft brushheads that worked like normal, but then the brushes suddenly jumped down from the brush in the mouth while used with an oral-b professional care rechargeable toothbrush. He also described that they did not sit as stably as usual. The consumer stated that he had used this toothbrush and brush head type for years. No symptoms developed.